Event description:
It was reported that both cadd legacy pumps alarmed -no disposable- with same cassette. Advised the patient to mix new cassette and attempt the infusion again. Patient declines nurse offer to stay on line, he wants to call back; patient was anxious to restart infusion. No lot number information was collected at this time; the lot number will be obtain during return call. New cassette infusing without issue on initial pump that alarmed. Affected cassette lot number 4220003, exp 11/24/22. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.